Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, the capture threshold was high, the sensing had decreased, and there were several episodes of non-sustained oversensing on the right ventricular lead. The lead was explanted and replaced and the patient was stable.